Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not warned when no insulin and battery dead. The customer¿s blood glucose level was unknown. The customer reported that the reservoir cracked, battery life was less that the 2 weeks, and was not warned when no insulin and battery dead. The insulin pump will not be returned for analysis.